Manufacturer narrative:
Patient identifier and weight not available for reporting. Additional product codes: ktt, hrs. Explant date: device is not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 27.feb.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported three (3) cortex screws were broken during physio on (B)(6) 2017. It is not known if a revision surgery was performed. This report is for one (1) cortex screw. This is report 1 of 3 for (B)(4).